Event description:
It was reported that the shaft of the instrument was missing a piece. It was confirmed that the missing piece was not in the patient. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B)(4): the upper shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Microscopic examination discovered fairly brittle fracture. The location, direction, and amount of force required in order induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.